Event description:
It was reported that coil embolization was performed for a left internal carotid posterior communicating artery aneurysm, the subject coil was selected but was considered undersized so the subject coil was retrieved. After successful placement of a larger coil, the subject coil was reinserted as a secondary coil. The subject coil was positioned within the aneurysm, the distance between the second marker of the microcatheter and the alignment marker of the coil was approximately 5 mm, which was judged to be abnormal. The delivery wire was then gently pulled once, and the coil could be retracted without issue, confirming that no coil stretching or early detachment had occurred. In this situation, both further advancing the delivery wire to align the coil marker with the second marker of the microcatheter and fully retrieving the coil were considered risky, as either action could have disrupted the coils already placed within the aneurysm. Therefore, since it had been confirmed that the coil was entirely outside the microcatheter, the subject coil was detached. Subsequent placement of two additional target coils demonstrated normal marker relationship, indicating normal microcatheter function. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.